Event description:
Device was used for half of a prostate surgery case. Then the device "locked up" and "would not open". Device was removed from field and a new device was used. The new device worked fine.